Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the venous line was assembled backwards. There were five occurrences of the same event. The event did not result in delay in surgical procedure. There was no pt involvement, as this occurred out-of-box.

Manufacturer narrative:
Terumo did not receive the actual device; however, an analysis of the spec indicated that the venous/arterial connections were drawn backwards and the spec was approved by the user. The pack was built according to the spec, and therefore the venous/arterial lines were incorrectly assembled. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).